Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon. Magnified inspection identified a 2.5cm tear in the balloon wall near the middle of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Other than the identified damage, there were no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery utilizing ipsilateral approach. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous below the left knee artery. After a non bsc guide wire crossed the lesion, a 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, on the first inflation at 5 atmospheres, contrast media leakage was confirmed under coronary angiogram. The device was removed from the patient and upon inspection, it was noted that the balloon ruptured longitudinally. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery utilizing ipsilateral approach. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous below the left knee artery. After a non bsc guide wire crossed the lesion, a 4.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilatation. However, on the first inflation at 5 atmospheres, contrast media leakage was confirmed under coronary angiogram. The device was removed from the patient and upon inspection, it was noted that the balloon ruptured longitudinally. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.